Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/31/2015 with the following findings: the pump black box data was reviewed and found evidence of multiple loss of prime warnings. The pump was exercised for 24 hours without loss of prime warnings occurring. The pump force sensor calibration was tested and was found to be out of specifications. The force sensor impedance was tested and was found to be within specifications.

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the force sensor was out of calibration. This report is made based on the results of evaluation completed on 07/31/2015.